Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system has delivered numerous therapies that have been appropriate and ineffective or inappropriate, under primary vector configuration. The patient reported syncopal episodes and has showed low blood pressure. Technical services (ts) noticed a combination of t-wave and non-physiologic artifact oversensing on some treated episodes and low amplitude morphologies. In addition, one treated episode accelerated the ventricular tachycardia (vt) into ventricular fibrillation but was subsequently converted with another shock. Reportedly, previous x-rays have showed no changes since implant and the patient undergone a vt ablation procedure. More recent provocative maneuvers were unable to reproduce any artifact. Ts recommended additional troubleshooting and potential reprogramming options. This s-ICD remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) has delivered numerous ineffective and inappropriate therapies under primary vector configuration. The patient reported syncopal episodes and has showed low blood pressure. Technical services (ts) noticed a combination of t-wave and non-physiologic artifact oversensing on some treated episodes and low amplitude morphologies. In addition, one treated episode accelerated the ventricular tachycardia (vt) into ventricular fibrillation (vf) but was subsequently converted with more shock therapy. Up to two shocks were necessary to convert the vf. Reportedly, previous x-rays have showed no changes since implant and the patient undergone a vt ablation procedure. More recent provocative maneuvers were unable to reproduce any artifact. Ts recommended additional troubleshooting and potential reprogramming options. This s-ICD remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the description for more information regarding the specific circumstances of this event. Corrected fields - b5 (describe event or problem) and h6 (device codes). Evidence of episodes appropriately treated were not found after further analysis of the case.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system has delivered numerous therapies that have been appropriate and ineffective or inappropriate, under primary vector configuration. The patient reported syncopal episodes and has showed low blood pressure. Technical services (ts) noticed a combination of t-wave and non-physiologic artifact oversensing on some treated episodes and low amplitude morphologies. In addition, one treated episode accelerated the ventricular tachycardia (vt) into ventricular fibrillation but was subsequently converted with another shock. Reportedly, previous x-rays have showed no changes since implant and the patient undergone a vt ablation procedure. More recent provocative maneuvers were unable to reproduce any artifact. Ts recommended additional troubleshooting and potential reprogramming options. This s-ICD remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the description for more information regarding the specific circumstances of this event. Corrected fields - b5 (describe event or problem) and h6 (device codes). Evidence of episodes appropriately treated were not found after further analysis of the case. Corrected fields - b5 (describe event or problem) and h6 (device codes) were updated once again. The ventricular fibrillation was a therapy induced arrhythmia and not a rhythm acceleration from ventricular tachycardia.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) has delivered numerous ineffective and inappropriate therapies under primary vector configuration. The patient reported syncopal episodes and has showed low blood pressure. Technical services (ts) noticed a combination of t-wave and non-physiologic artifact oversensing on some treated episodes and low amplitude morphologies. In addition, one treated episode induced a ventricular fibrillation (vf) episode but was subsequently converted with more shock therapy. Up to two shocks were necessary to convert the vf. Reportedly, previous x-rays have showed no changes since implant and the patient undergone a vt ablation procedure. More recent provocative maneuvers were unable to reproduce any artifact. Ts recommended additional troubleshooting and potential reprogramming options. This s-ICD remains in service and no additional adverse patient effects were reported.